Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between the (B)(6) 2013. The device remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ups mainly of ten minutes duration were recorded between the (B)(6) 2014 and the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.